Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 06july2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(4) as follows: it was reported that the transforaminal posterior atraumatic lumbar (t-pal) holder did not work properly and broke in two parts during use; all broken off pieces were removed from the patient. Another instrument was used instead. The surgery was not prolonged. Patient is reported as fine. This report 1 of 1 for (B)(4).

Manufacturer narrative:
An additional manufacturing evaluation was completed: the applicator outer shaft is broken through the laser welding at the handle of the instrument, just above the green color marking. According to the received manufacturing documents of the applicator outer shaft, the instrument is made of three types of steel as base material and as filler metal for the welding was used. The chemical composition of the applicator outer shaft was tested on three areas. It was found out that the handle was made of an austenitic stainless steel, the connected ring was made of a martensitic stainless steel and the connection of applicator knob was found to be made of a martensitic stainless steel. A small portion of the applicator outer shaft was sectioned and prepared as a longitudinal micro-section. The un-etched micro-section showed several non-metallic inclusions, mainly sulfidic inclusions. The etched micro-section showed a martensitic base material with carbides (partly along the former austenitic grain boundaries) and was free of delta-ferrite. The non-metallic inclusions are mainly sulfidic. A heat-affected zone is visible between the base material and the filler metal. The micro-structure of the laser welding showed a martensitic structure with carbides. Hardness measurements were carried out using a vickers indenter. The (B)(4) hardness was 56 hrc; the rockwell hardness is supposed to be 42 - 44 hrc. The dimensions of the investigated applicator outer shaft (as far as measurable) were checked using a digital sliding calliper. The width of the fractured laser welding was measured using the image processing software image access. As far as possible the width of a few solidification cracks was also measured using the image processing software. Macroscopically it was observed that the width of the laser welding was small. No further abnormalities were found. When examining the fracture surface of the handle of the applicator outer shaft using the scanning electron microscope (sem), three different areas of the fractured laser welding were observed. The outer area was strongly abraded followed by the areas with solidification cracks and some single areas with dimples. Because of the outer abraded area it is likely that the instrument was still in use when it was partially fractured. The areas with solidification cracks had no material connection and acted as a cross section reduction and crack starter. The area with dimples corresponds to the residual forced fracture zone and is an indication for ductile fracture behavior. Sem observations and findings showed that the instrument failure was caused by overload. Based on the topography of the fracture surface, we can conclude that the instrument was subjected to high loads. Constantly high load peaks (hammer strokes) in combination with the reduced cross section of the laser welding led to the overload and failure of the applicator outer shaft. The instrument could not resist the applied force which finally led to the material overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the welding seam is broken what lead to failure of the instrument. Contribution of excessive force can not be assessed since force is applied through instrument (B)(4) that has to be screwed on (B)(4) for surgery. (B)(4) was not sent to complaint handling unit. Manufacturing investigation of the welding seam shall be performed. A manufacturing investigation action was conducted/performed. The report indicates that: at the laser welded connection all important measurements like inner and outer diameters are within specification. All measurements which are important to the laser welded connection have been measured / tested and fulfill requirements. So far no manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The laser welding with filler material is done by an external supplier. According to the inspection sheet of the device history record the welding was tested with a torque of 10 nm. On the broken part the laser welded joint goes all the way around the part. The device was sold 2010 and was approx. 4-5 years in use before the incident occured. It is recommend that a further analysis of the laser welded joint should be done by an external material laboratory. Hopefully we can find out if the cause of breakage was a mechanical overload or a welding fault. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.